Event description:
The customer reported via phone call that she had a low blood glucose last night before the seizure and she did not receive any alarms until after she was on her way to the hospital. Customer had a seizure yesterday and the doctor took her off the pump. Customer stated that she had a full day of exercise and her blood glucose was in the 200's mg/dl all day. Customer stated that it dropped to 54 mg/dl and then below 20 mg/dl. Customer stated that the continuous glucose monitoring system never went off until afterward. Customer's current blood glucose was 260 mg/dl. Customer was hospitalized on (B)(6) 2015 with a blood glucose of 25 mg/dl. Customer does not remember anything after passing out. Customer stated that she ate and took her antibiotics. Customer treated with orange juice and then she was hospitalized. Customer was advised that it is not recommended to wear the sensor while being pregnant. Customer stated that her doctor strongly advised against it.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.